Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described under the patient's breast area and the irritation was weeping onto the garment. It was reported the patient had a fungal infection under the front pad. The irritation improved as the patient started to use a cream. Reporting out of abundance of caution. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described under the patient's breast area and the irritation was weeping onto the garment. It was reported the patient had a fungal infection under the front pad. The irritation improved as the patient started to use a cream. Reporting out of abundance of caution.